Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4) and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. Symptoms reported include an allergic reaction, swelling, itching, and a hard ulcer "about the size of a 50 cent piece". Patient also had a blood glucose level over 200 mg/dl. The patient sought medical attention and was diagnosed with an infection; she was prescribed keflex (cephalexin) antibiotic for infection and was advised to remove pod and switch to manual injections of insulin for the time being.